Event description:
Provider alleges consumer alleges scooter kept driving without deceleration after the end user allegedly released the throttle handle. As a result thereof, scooter allegedly collided with a vehicle on a roundabout and the end user hurt his arm.

Manufacturer narrative:
Per pride bv: welzorg informed us that their mechanic inspected the device in question but found no faults/issues. Still, as a precaution, soft stop was disabled.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer alleges scooter kept driving without deceleration after the end user allegedly released the throttle handle. As a result thereof, scooter allegedly collided with a vehicle on a roundabout and the end user hurt his arm.